Event description:
Per retrieval report (successful): "widely patent inferior vena cava with normal vena cava filter. Filter is unchanged in position from deployment * complex filter retrieval requiring loop snare technique and laser sheath extraction due to fibrin cap on the filter hook and perforation/embedding of the filter struts. Plan: the retrievable ivc filter has been. Removed by lnterventional radiology."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The following allegations have been investigated: embedment. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference# 3002808486-2019-00766. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to high clinical suspicion for pulmonary emboli, abdominal surgery after stroke. Patient is alleging "tilt and vena cava perforation.¿ patient further alleges "I (the patient) experience stomach pain, and am taking prescription medications for pain and limited physical activity. I have constant worry that the filter will cause serious problems, and I'm constantly afraid to move which keeps me from enjoying things I used to. This has been since I found out about the filter from a scan, I didn't choose this or even know about it until then. I haven't been prescribed anything, but have mentioned my wony multiple times to my doctors.¿ ¿my doctor wants the device removed." Per the inferior venagram dated (B)(6) 2011, ¿at the conclusion of the procedure, a cook gunther tulip filter had been placed with the tip of the filter at the inferior endplate of the l2 vertebral body. A follow-up inferior venacavagram revealed the tip of the filter to be present at the inflow from the right renal vein.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, "positive for caval perforation. A total of four prongs have perforated the ivc, series 2, image 49. Maximum distance prong perforated is 3 mm, series 2, image 49. Coronal images show 5-degree tilt left-to-right, series 5, image 31. Sagittal images show 4-degree tilt posterior-anterior, series 6, image 72.¿

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ the following allegations have been investigated: vena cava perforation, tilt, stomach pain, limited physical activities, and afraid to move. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported stomach pain, limited physical activities, and afraid to move are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.